Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on investigation, the display was dim, faded and discolored. Adjustment of the contrast setting did not resolve the display issue. The keypad cover was found to be peeling off above the contrast button. The contrast button contact was missing. On testing, the up arrow, down arrow and ok buttons had normal response. The keypad cover was removed for investigation. No contamination of the button contacts was found. The contrast button keypad wiring was noted to be damaged.

Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014: dim, faded, discolored display, damaged contrast button with missing contact and damaged button wire.